Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not fully retract. The lead was not used and another lead was attempted. Access for the patient was very tight and after many attempts, the physician was concerned that the second lead may have been damaged, so a third lead was requested and implanted. It was also reported that the patient experienced a pneumothorax on the right side post-operatively, but the access difficulties was on the left side so there may not be a relation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal and distal conductors, as well as the inner insulation, of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).